Event description:
It was reported that the customer had high blood glucose. Customer was out of the insulin pump and found herself in the blood glucose of 400's mg/dl high and 200's mg/dl. Customer recently went back on the insulin pump and wanted to make sure that settings are correct. Someone will reach out to customer for assistance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.